Event description:
Per the audiologist's report, the device began to extrude due to a post-auricular infection. Surgery was done to reposition the device (no date provided). The surgery was unsuccessful and another surgery was done to remove the device (no date provided). The patient was recently reimplanted (no date provided).

Manufacturer narrative:
This is a final report.